Event description:
An olympus representative reported to olympus, on behalf of the customer, a hanarostent eso tts fc 20 dm 8cm 180, fractured in half inside of the patient several weeks post-implantation. The physician used the stent off-label since there were no stents designed for the therapeutic procedure (gastric bypass pouch stenting) performed. The patient was able to eat normally for several weeks post-procedure, then developed post-operative pain and followed up with the physician. It was then discovered that the stent was fractured in half. The patient returned for a procedure to retrieve the broken stent, which was retrieved successfully with no reported patient injury or harm. Fluoroscopic and endoscopic images confirmed the entire stent was retrieved.